Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('vaginal hemorrhage') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol in 2015. Concurrent conditions included depression since 2015, bipolar disorder since 2015 and blood pressure high since 2015. Concomitant products included carbamazepine (carbamazepin), levothyroxine sodium (levothyroxin), lurasidone hydrochloride (latuda), maxaltal, prevastatin, propranolol, trazedone and topiramate. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain had not resolved. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: number of coils: right: 6; left: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test- not specified. Result- not provided. Lot number: 695931, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received: new event menorrhagia was added. Outcome for previously reported event pelvic pain was updated to not recover. Events onset date added. Medical history and concomitant medications were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('vaginal hemorrhage') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol in 2015, hypothyroidism, migraine headache, obesity, fatigue, sinusitis, gastroesophageal reflux disease, hypothyroidism, restless leg syndrome, herpes labialis, dyslipidemia, menses irregular, psoriasis, plantar fasciitis, hashimoto's thyroiditis, acidosis and skin irritation. Concurrent conditions included depression since 2015, bipolar disorder since 2015 and blood pressure high since 2015. Concomitant products included carbamazepine (carbamazepin), levothyroxine sodium (levothyroxine), lurasidone hydrochloride (latuda), pravastatin, propranolol, rizatriptan benzoate (maxalt), topiramate and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: number of coils: right: 6; left: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion normal position and configuration of the essure insert devices. On the left, the outer coil slightly projects into the cornual portion of the endometrial canal. No free flow of contrast is seen into the fallopian tubes and there is no free spillage bilaterally. Imaging procedure - on an unknown date: essure confirmation test- not specified. Result- not provided. Lot number: 695931, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (physician burn scar tissue). Essure treatment was not changed. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: number of coils: right: 6; left: 6. Lot number: 695931 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('vaginal hemorrhage') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol in 2015 and hypothyroidism. Concurrent conditions included depression since 2015, bipolar disorder since 2015 and blood pressure high since 2015. Concomitant products included carbamazepine (carbamazepin), levothyroxine sodium (levothyroxin), lurasidone hydrochloride (latuda), pravastatin, propranolol, rizatriptan benzoate (maxalt), topiramate and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: number of coils: right: 6; left: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test- not specified. Result- not provided. Lot number: 695931, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: pfs received. Reporter's information added. Event:dysmenorrhea (cramping) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (physician burn scar tissue). Essure treatment was not changed. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: number of coils: right: 6; left: 6. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet received. Reporter and patient demographics were added. Essure lot number added. Injury event updated to abnormal bleeding (general) and pain. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.